Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed ventricular short interval count v-sic of (B)(4) counts, in 1.13 days, occurred between (B)(4) 2012 08:15:23 and (B)(4) 2012 11:27:33. Programmer data shows a right ventricular (rv) lead integrity alert on (B)(4) 2012 11:03:23. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 11:03:23. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2012 02:15:05. Daily pace lead trend data shows an abrupt increase for rv pace of 992 to 3664 ohms peak between (B)(4) 2012. Four ventricular non-sustained tachycardia episodes of less than or equal to 200 ms occurred between (B)(4) 2012 08:59:27 and (B)(4) 2012 08:53:04. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance measurements, a high number of short v-v intervals and there were non-sustained tachycardia episodes. It was also reported that a lead integrity alert was triggered. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.